Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or a week later, cleaned and irrigated the neck incision site with antibiotic solution, repositioned the stimulation lead beneath the tissue, and closed. Postoperative antibiotics were also prescribed after the procedure was completed.